Event description:
A post-operative cxr was performed and revealed the lead had dislodged. Loss of atrial capture was noted. This lead was successfully revised (B)(6) 2012 and all records indicate it remains actively implanted. Should add'l info become available, this event will be updated.